Manufacturer narrative:
This clinical event necessitates medical or surgical intervention to preclude permanent damage to a body structure. According to 21 c.f.r. §803.3, this constitutes a reportable serious injury.

Event description:
Thailand. Allegedly, the patient reported breast pain associated with capsular contracture grade iii affecting both sides. (Sn: (B)(6)). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.